Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, repierced y-site, secure lock, 272 cm generated a no flow condition during patient use. The following issue was reported by the customer: ¿after placing the tubing in the adapted pump, the pump alarmed for obstruction. Impossible to use the tubing. The device was quarantined and another disposable from the same lot number was used without problem." The status of the product at the time of the event is after placing the tubing in the pump. The product is available for evaluation. The patient was connected to the device during the event. No adverse events and no need for medical intervention. No visible default on the device before use. No cut, no tear, and no hole on the device. The pump involved in the event is a pump plum hospira, but the serial number was not provided by the caregiver. The customer provided 2 pictures of the sample. There were no problems encountered with the hospira pump. There was no patient harm reported.

Manufacturer narrative:
Two pictures were returned showing the front and back of the cassette. Received one (1) used list #140009291 primary plum set attached to an intravenous (IV) bag, extension tubing with a 3-way stopcock, and a 10 ml syringe. The set was attached to an ICU medical-provided IV bag, primed per packaging directions, and a test infusion was performed. No restrictions in flow were noted during priming. Initially, a prox occlusion a at startup alarm was returned. The pump door was opened and closed, and the test was reattempted. No cassette errors, occlusion alarms, or air-in-line alarms were generated and no restrictions were noted. The complaint of 'after placing the tubing in the adapted pump, the pump alarmed for obstruction. Impossible to use the tubing' can be confirmed. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed, and there were proximal alarms noted that may have contributed to the reported complaint. D9: date returned to mfg: 6/12/2024.